Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test . Device uploaded properly using carelink. No unexpected battery out limit alarm noted during testing. All buttons functions properly. No damage noted on the keypad traces. During visual inspection, the j2 keypad connector on the electrical board. Was found locked properly. No button error alarm noted. The time advanced properly. Device had minor scratched display window, cracked battery tube threads, cracked case at reservoir tube window corner, cracked reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 879 mg/dl and insulin pump was not responding. Customer was treated with insulin drip and discontinue the use of insulin pump. Customer did not report any symptoms related to high blood glucose level. Troubleshooting was declined by the customer for high blood glucose. The insulin pump will be returned for analysis.